Manufacturer narrative:
(B)(4). The device history records were reviewed, and the manufacturing criteria was met prior to the release of this lot. Evaluation: one empty foil, and one needle-suture in two parts of product was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture pieces were inspected, and have begun with the degradation process, which caused the suture to be easily broken. The product contains absorbable suture, and as the sample was received open, the time of exposure of suture to the environment could not be determined, and no functional test can be performed. Additionally, the foil was examined, and showed multiples wrinkles, and holes on bottom foil packages due to excessive manipulation.

Event description:
It was reported that a patient underwent a laparoscopic colectomy procedure on (B)(6) 2020, and a suture was used. During the procedure, the suture broke during continuous suturing under the skin. There were no adverse patient consequences reported. No additional information was provided.